Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. Partial/difficult deflation and difficulty/resistance removing the device through the guiding catheter post-deployment were not confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: deflate the balloon by pulling negative on the inflation device for 30 seconds. The reported complaint appears to be related to the IFU deviations and the operational context of the procedure.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with heavy calcification. Pre-dilatation was performed with an unspecified balloon. The xience xpedition stent was advanced to the lesion without issue and was deployed with one inflation of 14 atmospheres (atm). Post stent deployment, during deflation of the stent delivery system (sds) balloon, negative was not held for 30 seconds prior to the sds being retracted. Subsequently, resistance was encountered during retraction into the guiding catheter. The sds was able to be retracted and upon removal from the anatomy, it was noted that the sds balloon was not completely deflated. The implanted stent was confirmed to be adequately deployed and the procedure was completed. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.